Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: 10115.

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6), +20.5d) was implanted (B)(6) 2024. Postoperatively and prior to any light adjustments, the lens was noted to be tilted and one of the haptics was not in the capsular bag. The lal+ was explanted and another lal+ (sn (B)(6), +20.0d) implanted as a replacement.